Manufacturer narrative:
PMA/510(k) #k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent got stuck, while deploying. As per cc form: while doing the case they tried to deploy our stent was not opened so they used other stent and completed . An 0.035in visiglide from olympus used in the procedure. No adverse effects to the patient were reported. Are images of the device or procedure available? No. Was a sphincterotomy performed prior to use of the stent device? Yes, was balloon dilation performed prior to use of the stent device? No. What was the length and diameter of the stricture? 4.3cm. What brand of endoscope was used with the device? Olympus was the product inspected for kinks or damage before use? Yes. What was the position of the elevator during deployment? Open. Was the delivery system tracked around a tight angle in the patient anatomy or around a tight angle in an endoscope? No. Was the device flushed through both flushing ports before the procedure, as per IFU? Yes. What was the target location for the stent? Distal cbd. Was the red safety lock removed before inserting the delivery system? Yes. Was the red safety lock removed before stent deployment? Yes. Was the patient's anatomy tortuous? No. Did the patient exhibit altered anatomy? No. If yes, please specify the type of altered anatomy: no. Did the patient have any pre-existing conditions? No. If yes, please state the specific condition(s): nil. Was resistance encountered when advancing the wire guide to the target location?, no. If yes, how did the physician deal with this resistance? Yes. Was resistance encountered when advancing the delivery system to the target location? No. If yes, how did the physician deal with this resistance? No. Was there resistance felt passing the delivery system through the stricture? Yes. Was any damage noted on the wire guide before, during or after the procedure? No. Did the tip of the delivery system cross the target location? Yes. Was the handle pulled toward the hub during deployment? No. Was the delivery system pushed during deployment? No. Was the stent being placed through the side wall of a previously placed stent? No.

Event description:
Supplemental report is being submitted due to completion of investigation.

Manufacturer narrative:
Device evaluation: the zilbs-635-10-8 device of lot number c1690460 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2021. On evaluation of the device a kink was observed approximately 0.4cm from the proximal end of the distal white tip. The device flushed as expected and a 0.35¿ wireguide would not pass through the kink. The red safety lock was in place on return and approximately 4.5cm of the stent was deployed on return. During the evaluation the stent was deployed without issue with the safety tab removed. No damage was observed on the stent. The customer confirmed that the red safety lock had been removed before inserting the delivery system and attempting to deploy the stent. Therefore it was likely replaced back into position by the customer for the purpose of returning the device. Document review: prior to distribution zilbs-635-10-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilbs-635-10-8 of lot number c1690460 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1690460. There is no evidence to suggest the user did not follow the instructions for use (ifu0065-3). Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the kink that formed on the tip of the delivery system. From the information provided it is known that there was resistance felt by the user when passing the delivery system through the stricture. A possible root cause may be that the resistance encountered by the user may have resulted in a kink forming on the tip which then impeded the stent from deploying summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to include device evaluation conducted on (B)(6)2021: "kink observed 0.4cm from proximal end of the distal white tip".

Manufacturer narrative:
PMA/510(k) #k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.